Event description:
It was reported that an alert/notification settings occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The allegation was undetermined. However, a cgm accuracy issue was found in connection to the reported allegation. The probable cause of a cgm accuracy issue could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.